Manufacturer narrative:
Two devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two large volume infusors leaked at the filling port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from march 25, 2019 - march 26, 2019. Two (2) devices were received for evaluation. A visual inspection was performed using the naked eye found the units were returned to the plant containing no fluid in the bladder. Functional testing was performed by filling the device with green colored water. During fill, evidence of leak/backflow was observed at the fillport. The cause of leak/backflow at the fillport was due to glass fragments lodged under the device checkband. The reported condition verified. The cause was due to particulate matter under the checkband. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.